Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was implanted due to hydrocephalus on (B)(6) 2017 and was set to 1.5. According to the report, the patient experienced dizziness on (B)(6). It was stated that the patient had called to have the setting adjusted. Reportedly, the dizziness symptoms could not be improved as of (B)(6), and the patient¿s family again called to have the setting adjusted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.